Event description:
During a coronary drug eluting stenting treatment procedure the stent did not deploy and stent damage was noticed. The target lesion was in the right coronary artery (rca). The lesion was predilated with a maverick balloon and a taxus express2 3.50x16mm drug eluting stent was advanced. It was reported that the stent would not deploy and removal of the stent delivery system was required. A burr was noticed on the stent. The procedure was completed with another taxus stent. There were no pt complications reported and the pt condition is ok.